Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that the breach in aseptic technique was further described as a peritoneal dialysis complication. The peritonitis was manifested by cloudy pd effluent. Antibiotic treatment was ongoing. The patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by diarrhea, abdominal pain, and fever (which occurred two days prior to the peritonitis diagnosis). The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day) and ceftazidime injection (1gm, intraperitoneal, once daily) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. It was reported that the patient was retrained in the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.